Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) had a sensor issue with pump. There was no patient harm reported.

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) had a sensor issue with pump. There was patient involvement, however no injury was reported.

Manufacturer narrative:
A getinge field service engineer (fse) spoke to customer on call, after troubleshooting it was determined that the customer did not use the proper blood pressure trunk cable. The wrong cable caused a false "trainer connected" message. Advised sales support to assist customer with ordering. The proper trunk cable. Closed the service order. H3 other text : service call determined issue and visit cancelled.